Manufacturer narrative:
The insulin pump passed the functional, self-test, excessive no delivery, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. All operating currents are within specifications. The off no power alarm functions properly. No unexpected low battery or unexpected self-test noted. No battery icon anomaly noted. The units remaining in the status screen matches the test reservoir volume. No reservoir volume icon anomaly noted. All buttons functioning properly. No damage in the keypad traces was noted. No button error alarm during testing. No unlocked lcd keypad connector during visual inspection however the insulin pump was received with minor scratched display window and scratched reservoir tube window.

Event description:
Customer reported via phone call that battery icon and reservoir icon shows incorrect information. Customer reported sometimes they show as being full when it is really empty or shows empty when really full. Customer's blood glucose was 248 mg/dl. Customer states anomaly may be due to accidentally pressing buttons when sick. During troubleshooting, alarm history showed a button error alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.